Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, to implant this right ventricular (rv) lead, the preoperative heartrate was checked and was 46 beats/per minute. The patient was placed in the supine position, and it was noted that puncture of the left subclavian vein was not smooth. It was observed that there was left subclavian vascular malformation; however, the puncture was successful. The physician delivered the guidewire into the inferior vena cava. The rv lead was inserted and delivered into the apex of the right ventricle for fixation. After repeated position adjustment, the patient suffered serious myocardial fibrosis. At this point, the lead parameters were tested, and were stable. There was no diaphragm beat during 10v pacing. The physician then cut the left subclavian skin to make a pocket. The lead parameters were tested again, and were stable. The physician proceeded to connect the pulse generator with the rv lead, and it was placed into the pocket. The skin was sutured layer by layer, and covered with sterile gauze, and fixed with an elastic bandage. It was noted that the patient did not experience any discomfort during or after the procedure. The patient was brought into the recovery ward for observation. The postoperative heart rate was 60 beats/per minute. The patient was put on antibiotics for 3 days, and continued to be monitored. On the second day after the procedure, the patient's heart rate decreased, and was 35 beats/per minute. Surgical intervention was performed, and this rv lead was replaced. The postoperative heartrate was 60 beats/per minute, with no obvious chest tightness, palpitations or other discomfort. The patient's general condition was good.